Manufacturer narrative:
During a noah galaxy-assisted bronchoscopy procedure, the patient experienced a pneumothorax, which required chest tube placement as an intervention. A device malfunction occurred during the procedure, where the user was initially unable to obtain a radial view during breath holds. The issue was resolved after performing a re-tilt, and therefore is unlikely to have caused or contributed to the pneumothorax. Log review by a clinical engineer indicated that the lesion was located between the diaphragm and fissure with an increased risk of pneumothorax. Additionally, it was noted that the tool was inserted too far during the procedure, suggesting a potential use error. The physician does not attribute the pneumothorax to the galaxy system, but rather to the biopsy procedure itself.

Event description:
During a galaxy-assisted bronchoscopy procedure, the patient experienced a pneumothorax, which was managed by the placement of a chest tube. A device malfunction occurred during the procedure, where the user was initially unable to obtain a radial view during breath holds. The issue was resolved after performing a re-tilt, and therefore is unlikely to have caused or contributed to the pneumothorax. The physician did not attribute the injury to the use of the galaxy system, but rather to the biopsy procedure itself. Attempts to collect patient demographics were unsuccessful.